Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer claimed that a product defect may have contributed to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "quality problems occurred in 7 mycobacterium culture tubes in total. The deformation of the tube cover led to leakage, the cover could not be tightened to cause pollution, and another one had no label.", "due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1088010 was satisfactory per internal procedures. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling, cap defects, contamination, or leaking. Retention samples from batch 1104939 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples for labeling, leaking, crooked caps, or contamination. All 100/100 retention samples had properly affixed, legible labels. Further investigation of contamination ten uninoculated tubes were incubated. Five tubes went into the 20-25-degree celsius incubation, and five tubes went into 33-37-degree celsius incubation. At the end of a seven-day incubation period no microbial growth or increased florescence was observed in 10/10 incubated retention tubes. Twelve photos were received to assist with the investigation: the first photo shows one tube from batch 1088010. The cap cannot be observed thoroughly but the cap appears to be on the tube as expected. The tube has appropriate labeling. The tube does not appear to be contaminated. The fill volume appears to be at the expected amount; however, the evidence of a leaking tube cannot be determined from the photo provided. The second photo shows one tube from batch 1088010. The cap on this tube cannot be observed. The media fill does not appear to be contaminated. The tube appears to be properly labeled. No evidence of leaking can be observed from this photo. The third photo shows one tube from batch 1088010. The overall appearance of the tube appears as expected. The fill volume appears to be less than expected possibly from a tube that leaked. The fourth photo shows one tube from batch 1088010. There does not appear to be damage to the tube or cap. The fifth photo shows one tube from batch 1088010. There does not appear to be damage to the tube. The sixth photo shows one tube from batch 1088010. The volume appears lower than expected possibly from a leaking tube. The seventh photo shows one tube from batch 1088010. The volume in the tube appears lower than expected, possibly from a leaking tube. The eighth photo shows one tube from batch 1088010. The volume appears to be lower than the expected fill, possibly from a leaking tube. The ninth photo shows one tube missing the batch information label. The tenth photo shows one tube from batch 1088010. No defects can be observed from the photo. The eleventh photo shows one tube from batch 1088010. The fill volume appears lower than expected possibly from a leaking tube. The last photo shows one tube without any labels and the fill volume appears lower than expected possibly from a leaking tube. No returns were received to assist with the investigation. The complaint cannot be confirmed based on the evidence provided by the photos for contamination, or crooked caps. The complaint can be confirmed based on the evidence provided by the photos for missing tube label and leaking. No actions are indicated at this time as no trends were observed on the complaint defects. Bd will continue to trend complaints for contamination, crooked caps, leaking, and labeling.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml the customer claimed that a product defect may have contributed to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "quality problems occurred in 7 mycobacterium culture tubes in total. The deformation of the tube cover led to leakage, the cover could not be tightened to cause pollution, and another one had no label.", "due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."